Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 500 mg/dl. The customer stated that the insulin was "gelled up" and was not exiting from the cartridge. The customer was using apidra insulin in the cartridge. The customer acknowledged that the insulin was not labeled for use with the pump. The customer declined the offer from tandem technical support to follow-up.